Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that only the battery was explanted and the patient¿s pocket was healing.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient had an unknown infection or hematoma, and was having a revision on the day of the report to assess the infection. They stated that the patient¿s pocket area is discolored black and blue and fluid filled. It is possible that the implantable neurostimulator (ins) and lead will be removed if needed. The caller requested explant guidance with the patient¿s system. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.